Event description:
It was reported that the patient experienced inadequate stimulation and an increased neck pain. The leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700 , model: sc-2352-70 , serial: (B)(6), batch: 18043250.